Event description:
It was reported that the patient was seen for follow-up and he is doing well except for his obstructive sleep apnea. His sleep doctor stated possibly the nighttime vns discharges are contributing to his extensive sleep issues. The battery was interrogated and is at 50% battery. They are considering prophylactically replacing the device early to take advantage of the ¿night mode¿ of the new generator. No surgery has occurred to date. No additional or relevant information has occurred to date.

Event description:
The patient's generator was replaced prophylactically. The device has been discarded. No additional or relevant information has been received to date.